Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. Three attempts were performed to obtain additional information about product return, but no response was received from the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center gave a b30 error. Customer noted cleaning the contacts with 70 percent isopropyl alcohol with no resolution. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.